Manufacturer narrative:
Block b3: date of event was approximated to (B)(6). 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of packaging torn.

Event description:
It was reported to boston scientific corporation that a flexima open end ureteral catheter device was about to be used in the ureteroscopy (urs) procedure on an unknown date. Prior to procedure, it was found that the product packaging was torn or rip, and because of that the product was no longer sterile. The procedure was completed with another flexima open end ureteral catheter device. There were no patient complications reported as a result of this event.